Event description:
It was reported via repair work order that the side rail could not remain latched due to missing spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.